Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 11 cm from the terminal pin. Testing was completed to assess lead electrical performance, and measurements throughout these tests were within normal limits. An x-ray was performed and found no anomalies. Laboratory testing and detailed analysis did not reveal any abnormalities that would have caused or contributed to the report of high thresholds.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to high thresholds. Our field representative was not present for the explant, thus no further information was known. The lead was replaced with lead from another manufacturer. No additional adverse patient effects were reported.